Event description:
The user received high results for tsh and ft4 "in bd gelmanovetten" which did not fit the clinical picture. The results from a sample tube without separating gel were tsh of 2.97 uiu/ml and ft4 of 15.5 pmol/l. The results from a sample tube containing separating gel were tsh of 9.6 uiu/ml and t4 of 16 pmol/l. The tsh reagent lot number was 156978. And the ft4 reagent lot number was 155674. No information was provided to determine if any erroneous results were reported or if the patient was adversely affected. The investigation verified the results obtained by the user by testing on a siemens centaur. The results from the sample without gel were tsh of 2.54 mu/l and ft4 of 16 pmol/l. The results from a sample with gel were tsh of 8.98 mu/l and ft4 of 16.4 pmol/l. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
A specific root cause could not be identified as additional required information was not provided. Sampling tubes containing separating gel were investigated and were determined to be suitable sample material. Interference of separation gel can be excluded. No adverse events were reported.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.